Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf027 showed no other similar product complaint(s) from this lot number. - [mw5089302 (B)(4)].

Event description:
It was reported via medwatch " pt called from bathroom and states his "port came out". Came in to assess same and noted that night port had pulled part at y-site before lumens. Unable to clamp tubing due to same. Rt port needle and dressing still intact. Pt ad just gotten out of shower at this time and states he is unaware of how this happened as he does not remember pulling on same. Pt lied down in bed, de-accessed and re-access port without incident. Dr made aware of incident as well as PICC team. Will continue to monitor same."